Event description:
Sorin group USA received a report of blood leaking from the top of the oxygenator during a procedure. The oxygenator was used to complete the case with no issues. There was no pt injury.

Manufacturer narrative:
There was no pt injury. The lot number was not provided. Therefore, the expiration date is unk. The lot number was not provided. Therefore, the MFR date is unk. Sorin group USA received a report of blood leaking from the top of the oxygenator during a procedure. The oxygenator was used to complete the case with no issues. There was no pt injury. The device was not saved for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete. Although this event does not meet the sorin group reportability criteria, a message was received from the perfusionist indicating that they believe this is a potential pt issue. This medwatch is being filed as a result of this allegation.